Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of issues with customer's insulin pump. The nurse states the customer had external flash crc error alarm. The customer's blood glucose level at the time of incident was unknown. The nurse states the pump settings were wiped out. The customer was advised the pump would be replaced and returned for analysis.